Manufacturer narrative:
Replacement was sent to the customer. The problem is known to be caused by porosity of the bottle under air pressure on the instrument. Two additional lots of reagent involved in this event are listed below: lot numbers: t101186; t008078. Dates of manufacture: 02/03/2011; 08/19/2010. Expiration date: 02/28/2013; 08/31/2012. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) in regards to synchron wash concentrate ii bottles that leaked when loaded on synchron cx5 delta clinical system. There was no exposure to uncovered wounds or mucous membranes. No injury was reported. Msds was not reviewed, but the facility has exposure control plan. Medical attention was not sought and there was no effect to patient or user.